Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula was not visible after pod removal indicating a needle mechanism failure occurred. The patient's blood glucose level was 21 mmol/l (378 mg/dl) and the pod was worn between 5 and 24 hours on the back.